Event description:
It was reported that a pt underwent a gynecological procedure in late 2007. During the procedure, as the disposable was attached to the motor drive unit, the alignment was not correct. When the disposable hand piece was activated, a grinding noise was heard and then the cpc connector fell to the floor. The case was successfully completed with a different device with no adverse pt consequence.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the prod is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.